Manufacturer narrative:
A preliminary evaluation is provided. A followup report will be submitted when the evaluation is complete. Additional investigations were performed by certified forensic investigators from (B)(4). The investigation performed by (B)(4) concluded that the most likely ignition source for the fire was electrical in nature. (B)(4) also corroborated the eyewitness account that the main power switch was turned off early in the course of the fire. Chemical analysis of the contents of a bottle discovered on the inside tope deck of an adjacent instrument revealed a highly flammable, ethanol-based solution. (B)(4) investigation of the analyzer confirmed that circuit breakers on the instrument were correct. Flammability testing of instrument cables, tubings, and deck skins in the immediate vicinity of the fire demonstrated these components to be self extinguishing. A protective metal cover for the tbc board was not present on this analyzer at the time of the fire. (B)(4) concluded that the most likely cause for the fire was a flammable material spill into the instrument that traveled to the temperature bath controller (tbc) board, ignited, and led to thermal runaway.

Manufacturer narrative:
The investigation into the c4000 fire that occurred in (B)(6) has continued. An independent fire investigation company contracted by abbott performed further forensics analysis of the c4000 instrument involved in the fire. The analysis was performed the week of september 12th and abbott and (B)(4) personnel participated. The fire investigation company provided a report to abbott on 16 september 2016 with reviews completed by abbott diagnostics division and (B)(4), the instrument manufacturer on 20 september 2016. The investigation has determined the approximate location of the ignition source, with the most likely cause being electrical. Based on the damage caused by the fire and subsequent fire extinguishing efforts, a precise determination of the exact ignition source is unlikely. Additional testing by (B)(4), and shared with abbott diagnostics division on 12 september 2016, has not identified any instrument material in this location that is not self-extinguishing (i.e. Continues to burn without a constant energy source). Further chemical analysis of various materials is ongoing. Abbott diagnostics division will continue to investigate the cause of the incident and will provide updates until the investigation has been completed. Evaluation in process.

Manufacturer narrative:
An investigation was performed which included a review of the information provided by the field service engineer, a review of the analyzer service history, tracking and trending metrics, feedback from independent investigators, as well as applicable labeling and safety specifications for the architect. Toshiba medical systems corporation (tmsc) investigation of the analyzer confirmed that circuit breakers on the instrument were correct. Flammability testing of instrument cables, tubings, and deck skins in the immediate vicinity of the fire demonstrated these components to be self-extinguishing. Although we were unable to identify a definitive cause for the fire, the tmsc investigation suggested that the most likely cause for the fire was a flammable material spill into the instrument that traveled to the temperature bath controller (tbc) board, ignited, and led to thermal runaway. The architect system is certified to the appropriate ul safety standards including protection for the operator against spread of fire from the equipment. The review of customer complaints over the last 5 years identified that this is the sole complaint regarding extensive burn damage to an architect analyzer. The architect system operations manual cautions that attention to hazard and safety information minimizes the potential of harm to personnel and damage to the laboratory environment; and informs the reader that the architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Information to date identified no indication of a deficiency of the temperature bath controller board or the architect c4000 analyzer.

Manufacturer narrative:
A preliminary evaluation is provided. A followup report will be submitted when the evaluation is complete. The customer provided three photographs taken during the event that show smoke rising from the architect (B)(4) processing center. An evaluation of these and additional photographs taken after the fire was extinguished is being performed by (B)(4), the instrument manufacturer. A preliminary evaluation of these photographs by (B)(4) indicates the following components were not involved in the origination of the fire and remained intact; the uninterrupted power supply (ups), i1000sr module, and the system control center (scc) power supply (located inside the scc in the lower right quadrant of the i1000sr). Review of architect (B)(4) history indicates the analyzer was manufactured in february 2010 and was shipped to the current customer site in september 2014. A review of the analyzer service history at levoca identified service tickets involving optics and "internal low concentration waste tank is full" errors. In response to the optics errors, multiple lamps as well as the entire optics assembly were replaced. The "internal low concentration waste tank is full" errors were resolved by normal cleaning procedures. Our review of trending for parts associated with these service tickets revealed no adverse trends. Investigation into the source and cause of the fire by (B)(4) is ongoing. The (B)(4) service and support team has assisted the customer with laboratory operations by installing replacement instrumentation. Evaluation in process.

Event description:
The customer reported a fire involving the (B)(4) module of an architect (B)(4) analyzer. There were no reported injuries to personnel. The operator indicated that the architect (B)(4) analyzer was in the "stopped" status when they entered the laboratory. An error code was displayed that directed the operator to perform the wash cuvettes automated maintenance procedure. During the cuvette wash procedure, pops/clicks from the architect (B)(4) were heard and smoke emanating from the middle of the processing center cover was observed. The operator turned off the architect (B)(4) analyzer, unplugged the power cord, and left the room to turn off the laboratory circuit breakers. Upon returning to the laboratory, the operator found the room filled with smoke and the architect (B)(4) involved in a fire. The fire was extinguished. Fire damage to the (B)(4), the adjacent (B)(4) module, and the laboratory was reported.

Manufacturer narrative:
Investigation into the source of the fire reported in MDR 1628664-2016-00205 is ongoing. Abbott contracted an independent fire investigation company to perform an investigation. This company visited the site on (B)(6) 2016, and performed an on-site investigation of the instrument and laboratory. A report from the fire investigation company was issued to abbott on (B)(6) 2016. Although possible causes were mentioned in the report (electrical fault, analyzer not powered off as reported, and arson), no definitive cause has been identified. Additional independent chemical forensics analysis of the c4000 instrument will be performed, along with further analysis by abbott diagnostics division (add) and toshiba medical systems corporation, the instrument manufacturer beginning the week of (B)(6). Add will continue to investigate the cause of the incident and will provide updates related to the investigation until the investigation has been completed. Evaluation in process.